Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he has been having problems with his sensors and infusion sets not sticking. Customer complained about the sensors falling off and he is bleeding from it. Blood glucose level is 138 mg/dl. Customer does perspire heavily due to his work. Customer states he is using soap and water to prepare the site. Customer also reported that he received a no delivery alarm on the insulin pump and delivered 3 insulin units it didn't alarm. Customer stated that his blood glucose went to 600 mg/dl because the cannula on the infusion set was bent and the insulin pump did not alarm him. High pressure test was performed and the customer stated it did alarm. Nothing further reported.